Event description:
It was reported the right ventricular (rv) lead exhibited a gradual rise in impedance on the superior vena cava (svc) and rv coils of the lead. The svc coil also exhibited a spike in impedance. The rv lead was reprogrammed, remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: defibrillator (ICD), implanted: (B)(6) 2006. (B)(4).